Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to wait 20 minutes after the pump came out of storage mode before starting a sensor session. Technical support provided complete pump reset instructions and assisted the caller with the pump reset. After the reset, the cgm error code was not displayed again, and the caller successfully started their sensor session.